Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net in backup vvi. The patient was brought into the clinic for further evaluation. Upon interrogation, the device found to be in backup vvi mode and the patient received inappropriate therapy 5 shocks. A device restoration was performed successfully. The patient was stable.